Event description:
It was reported that cadd solis vip ambulatory infusion pump alarmed cassette not attached, attach cassette before starting pump. During testing. No patient involvement reported.

Manufacturer narrative:
Other, other text: d5: unknown. E4: unknown. H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The event log showed evidence of error messages. Upon function testing, the reported problem could not be duplicated. The root cause of the reported problem is unknown. The latch flex was replaced as a preventative measure. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.